Manufacturer narrative:
An isi field service engineer (fse) contacted the customer site to further investigate the reported complaint. The reported event was unable to be confirmed during fse verification. Fse asked the customer (through the clinical sales manager (csm)) to check the system via test drive and the system operated as expected with all universal side manipulator (usm) arms fully functional. System was verified as ready for use. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted appendectomy surgical procedure, engagement issues on the usm arms were experienced and customer converted the procedure to laparoscopy. Although an issue was experienced, fse confirmed no system issue and all usm arms were fully functional. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the multiple engagement issues on universal side manipulator (usm) arms 1 and 2 were experienced. The customer received phone assistance from the technical support engineer (tse). Upon verification, customer stated they tried two different stapler instruments in both usm arms 1 and 2, and reseated the drape and sterile adapter several times as well. Customer also noted that the adapter discs all rotated when adapter was seated. No system log review was performed. The surgeon elected to convert the procedure to laparoscopy in order to use the laparoscopic stapler instrument and have better visualization. The laparoscopic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.